Event description:
The manufacturer received a work order invoice for a simplygo mini portable oxygen concentrator due to pca-technical fault and very low oxygen, the power connector was broken, compressor had black residue in the tubing, the sieves were compacted, the air side was blackened and chirping, and the oxygen side was cracked. The faulty parts were replaced. There was no report of serious patient harm or injury. There was no report of medical intervention. This report is being submitted due to a possible thermal event on the air side of the portable concentrator. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
H3 other text : returned to third party service center.